Manufacturer narrative:
The insulin pump had blank display due to broken solder joint on interface board. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 376 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin pump was dropped. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after cleaning battery cap and inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.